Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support advised contacting a healthcare provider for backup and sent a replacement pump with updated software.